Event description:
Patient taken to operating room for intended procedure. Suction/ irrigation tip was used during the procedure. However, at the middle of the procedure, the tip of the device would not go back into a straight position. Device was changed for another one and procedure continued/completed without any further incident. Manufacturer response for system,surgical,computer controlled instrument, endowrist (per site reporter) surgical coordinator in materials management will return device.